Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/unstable impedances and noise with an increased sensing integrity counter (sic). The lead was capped and replaced. During the replacement procedure, the new rv lead exhibited poor sensing and high thresholds. The patient also experienced a pericardial tamponade after the helix was positioned. The physician indicated that the patient's anatomy was challenging, resulting in a difficult procedure. The lead was not used and the procedure was stopped without the addition of a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.